Event description:
During internal testing conducted by ge healthcare it engineering, it was determined that when attempting to select the last visible alert or reminder choice in the available sets window of the assign alert reminder set dialog box, the next choice is actually selected. If the caregiver does not notice that the wrong alert or reminder is selected, the caregiver would not be alerted to the parameter that she/he is expecting.

Manufacturer narrative:
The alerts and reminders feature for 6.80.0 was enabled for one customer. Ge healthcare integrated it solutions has provided the affected customer with a software correction for both issues. This correction will also be implemented in any new release of this software going forward.